Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, high capture threshold was observed. The lead remains implanted. The patient will continue to be monitored.